Event description:
The catheter was found broken. Part of the catheter extended from the patient's body and it was able to be removed.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).